Event description:
Additionally, healthcare provider reported "open wounds."

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., g.2., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "infection" and "non-healing wound" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "non-healing wounds and subsequent breast implant infection".

Event description:
Healthcare professional reported right side "non-healing wounds and subsequent breast implant infection.¿ device has been explanted.